Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter stated alleged an issue with history/settings issue. The customer stated that she received a "bolus delivery cancelled" message but did not give herself any bolus. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it may cause under delivery or over delivery of insulin.